Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient death and the relationship to the product, if any, cannot be determined.. The reported patient effect(s) of death is listed in the promus everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. B2, b3, d6a- estimated dates. D4: the UDI is not known as the part and lot number were not provided. The additional patient affects reported in b5 are captured under a separate medwatch report. The additional devices reported in b5 are captured under a separate medwatch report. Article title: comparison of long term clinical outcomes of bioabsorbable polymer versus durable polymer drug eluting stents: a systematic review and meta analysis.

Event description:
It was reported in a summary research article a comparison of the long term clinical outcomes of bioabsorbable polymer drug eluting stents (des) versus durable polymer des. The article analyzed a total of 18 clinical studies that involved 28,874 patients. The procedure included the implantation of an unspecified xience stent, the xience prime stent, the xience expedition stent, the xience v stent and the promus stent. In the before and after two year follow-up some of the long term clinical outcomes included cardiac death, target lesion revascularization (tlr), late stent thrombosis, target lesion failure (tlf), myocardial infarction (mi) and target vessel revascularization (tvr). The study revealed no clinically significant differences in the clinical outcomes of bioabsorbable polymer des versus durable polymer des. Additional information can be found in the literature review article, " comparison of long-term clinical outcomes of bioabsorbable polymer versus durable polymer drug-eluting stents: a systematic review and meta-analysis".